Event description:
It was initially reported on (B)(6) 2011 that patient felt that the pump "doesn't seem to be working properly". Patient experienced headache, pain at the pocket site and the spine, tripped 3-4 days ago, but caught herself; this was about the time the she noticed the pain symptoms. There were no pump alarms then. On (B)(6) 2011 it was reported that patient had seen her healthcare provider (hcp) that morning and left on a cruise for two weeks. It was stated that patient was doing fine and pump was verified as effectively operational. As of the date of this report it was stated that patient had a fall shortly after implant and since then had pain in the abdomen, "horrible pain all around the stomach" and "really no therapeutic effect from the pump"; constipation and nausea due to fentanyl was also reported . It was further added that two dye studies had been done and the second dye study showed there was kinking in the catheter and the pump was no longer sutured in the pocket (could have been related to the fall). Patient was dissatisfied with the hcp and was considering hcp options. It was indicated that patient "may want to have pump taken out." Drug delivered via the device was fentanyl.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. The patient was previously receiving fentanyl (unknown concentration and dose) and then receiving hydromorphone (10.0 mg/ml at 1.700 mg/day) via an implantable infusion pump, at the time of the report. The patient stated that since (B)(6) 2011, she had a headache for a couple of days when the pump was increased. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).